Event description:
On (B)(6) 2018, the lay user/patient¿s wife contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue began around 5:30 a.m., on (B)(6) 2018. The reporter claimed that the patient obtained blood glucose readings of ¿96 and 137 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for precision. It is not known how the patient manages his diabetes or what changes, if any, he made to his usual diabetes management routine in response to the alleged inaccuracy issue. The reporter denied that the patient developed symptoms as a result of the alleged issue. The reporter stated that in response to the alleged inaccurate readings obtained on the subject device, the patient was concerned and so contacted his doctor who advised the patient to contact lfs regarding the alleged issue. There was no report of medical treatment for an acute blood glucose excursion. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device at the time of testing, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged inaccuracy issue was not resolved during troubleshooting.